Event description:
It was reported that patient presented with right ventricular lead that was exhibiting over-sensing noise. Programming changes were performed but the lead continued to exhibit over-sensing noise. No changes or intervention was reported after that. There were no patient consequences.